Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On the same date the sensor was inserted, the patient stated that they started to feel strange, their vision was not clear and their legs became weak. The patient stated that the people around him approached him as he did not look well and he started to have a seizure. The patient was taken to the emergency room. They stated their sensor was displaying 70 mg/dl; however there is no information on what their bg was during this time. The patient was treated with dextrose in the emergency room. Additionally, at some unspecified point of the event the cgm was reading 174 mg/dl and the blood glucose reading was 265 mg/dl. At the time of the report, the patient was doing okay and stated that they scheduled an appointment with their neurologist on tuesday (B)(6) 2022. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B3: date of event - correction b5: describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On the same date the sensor was inserted, the patient stated that they started to feel strange, their vision was not clear and their legs became weak." D4: catalog number - correction d4: lot number - correction d4: UDI number - correction h2: correction.

Event description:
The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient stated that they started to feel strange, their vision was not clear and their legs became weak.